Manufacturer narrative:
Method: received one full pump for evaluation and investigation. Results: the visual inspection of the device found crystallized medication in the pump reservoir, tubing, and glass orifice. The select-a-flow (saf) was set at 8ml/hr. When the pinch clamp was opened, the pump infused. The large volume patient-controlled analgesia (lvpca) (bolus) was set up to test, but would not function. The lvpca was removed from the pump tubing and placed on a pressure pot for testing. The lvpca would not refill due to crystallized medication in the glass orifice inside the unit. Conclusions: the complaint of the lvpca not filling and the button not popping back up was confirmed due to crystallized medication in the lvpca. The functionality of the pump will affect the function of the lvpca. Certain drugs may precipitate during storage or over the course of infusion which may block the fluid pathway. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found no other confirmed reports for an occluded lvpca for this lot number.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 6 0 or 8 ml/hr. Procedure unknown. Cathplace. During testing of bolus prior to placement on patient, the bolus device delivered the first bolus, the button popped back up, but the bolus did not refill waited 45 minutes tried to push the button, but it would not stay down unit returned to pharmacy, and then the bolus functioned properly. No catheter attached to unit during testing period. No patient contact. No adverse event occurred. Date of event: (B)(6) 2010.